Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell down a flight of stairs and falling a few other times on saturday. The stimulation was turned up to 10.0 and normally has it up to 5.0. The pt had concerns regarding if turning the stimulation up would have caused the fall. Additional info was requested.